Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224vrc, implantable cardioverter defibrillator, (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to receiving four inappropriate shocks from the right ventricular (rv) lead after an appropriate shock for sustained ventricular arrhythmia was delivered which apparently shorted the lead. The rv lead had oversensing of noise and a suspected fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.